Event description:
A patient was implanted with a prodisc c sk device on (B)(6) 2024. Following implantation the patient had persistent ongoing pain. No malfunction, migration, or problem with the device. The surgeon removed the implant on (B)(6) 2024 and fused the patient with a peek spacer and plate.

Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that a patient was implanted with a prodisc c sk device on (B)(6) 2024. Following implantation the patient had persistent ongoing pain. No malfunction, migration, or problem with the device. The surgeon removed the implant on (B)(6) 2024 and fused the patient with a peek spacer and plate. A DHR review revealed no anomalies associated with the complaint. Complaint trending found that the rate of complaints is within the level defined in the risk documentation. A review of the risk documentation found that the harms associated with the complaint are identified and mitigated to a level where the clinical benefit outweighs the risks. The removed implants will be evaluated following exponent's approved prodisc c device evaluation protocol. The report will be issued under (B)(4). The implant was removed due to ongoing pain, the reason for the pain is unknown. The submission is 1 of 1 devices involved in this event.